Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged needle point was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and upon completion the indicated failure mode for damaged needle point was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged needle point. Bd has initiated further root cause investigation relating to the issue of damaged needle point through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a blunt non-patient end needle issue. The following information was provided by the initial reporter. The customer stated: "the needle is coming dull, or it's blunt or its point is hooked."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a blunt non-patient end needle issue. The following information was provided by the initial reporter. The customer stated: "the needle is coming dull, or it's blunt or its point is hooked."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.